Event description:
Information received indicates the left side rail will not latch in the upright position.

Manufacturer narrative:
The technician found a broken screw on the side rail latch plate. The technician replaced the screw to repair the bed.